Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the interior svc (superior vena cava) defibrillation cable was extrinsically fractured due to pulling/stretching. The interior rv (right ventricular) defibrillation cable was extrinsically fractured due to pulling/stretching. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted there were no in-vivo fractures found. The overstress fractures could have occurred during device change out. (B)(4)

Event description:
It was reported that two days after a device upgrade, the right ventricular (rv) lead triggered a warning for high superior vena cava (svc) impedance. The svc open circuit was programmed off. It was later reported that the rv tip to rv coil alert triggered. The rv coil showed high variance and the rv tip to rv coil showed high impedances. It was also noted that the rv lead had a possible fracture on the svc pin. The rv lead was extracted and replaced. No patient complications have been reported as a result of this event.